Manufacturer narrative:
It was reported that post-implant of navitor valve the patient went into complete heart block. Also reported that prior to the procedure the patient had ECG changes with st segment depression. Information from the field indicated that the valve was implanted at the final implant depth of 5-6 mm from the ncc, deeper than optimal implant depth of 3 mm. Also indicated that computed tomography showed significant calcification at the non-coronary cusp (ncc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Implanting the valve deeper than recommended implant depth and significant calcium at ncc may have contributed to the reported heart block, however this cannot be conclusively determined. The exact cause of reported patient effect of heart block could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a temporary pacemaker was started. Approximately 24 hours later the st segment depression resolved, and the patient recovered from the heart block.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. Prior to the procedure it was noted the patient had ECG changes with st segment depression. Computed tomography showed significant calcification at the non-coronary cusp (ncc). Pre-dilation was performed with a 20mm non-abbott balloon. The valve was partially re-sheathed once. The valve was implanted. The final implant depth was 5-6mm from the ncc and 6-7mm from the left coronary cusp (lcc). Post-implant the patient went into complete heart block. A temporary pacemaker was started. Approximately 24 hours later the st segment depression resolved, and the patient recovered from the heart block. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.